Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device was not staying in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, but there was no reported adverse outcome to patient care or therapy. The biomedical engineer (bme) called technical support to report that the device was not staying in standby mode. The remote service engineer (rse) recommended that the bme should complete pneumatics performance testing to confirm that the device was operating within specification. The bme advised the rse that airflow zero calibration was performed, and the bme confirmed that the issue was solved. The rse also informed the bme to complete performance verification testing (pvt) and replace the flow sensor if the device was determined to be out of specification. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.